Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was attempted to be replaced, but during the r eplacement procedure, it was not possible to place a new rv lead due to tortuous patient anatomy. The new lead was not used, and the old lead was connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5568 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.